Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. (Relevant medical history: history of heart transplant. Recurring uti) the patient's daughter reported that the patient was having severe pain between their legs and it started sometime after the program was changed to program 2 (1-,3+). They had been to the emergency room, primary care and their urologist since the pain started. The device had been turned off and the patient was still experiencing pain. The patient was having cystoscopy later in the month and was going to follow-up with their doctor regarding this. There were no known contributing factors. The issue was not resolved at the time of the report. Additional information was received. It was reported the physician scheduled to have the entire system removed on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, per the customer, a ¿full removal rescheduled for (B)(6) 2019¿ and was postponed per medical clearance. The representative asked the physician and facility to return all explanted components. A return kit was provided to them. There were no further complications reported or anticipated.